Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited far-r wave over-sensing and failed to capture. An x-ray examination revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.